Manufacturer narrative:
The reported field events of an inability to retract the helix and the steroid plug being displaced were confirmed, while the field report of low lead impedance was not confirmed in the laboratory. Electrical testing did not find any indication of fractures or internal shorts. Visual and x-ray examination noted the helix was extended, bent, and stretched, which is consistent with damage incurred during the explant procedure. The white part of the lead observed within the helix was the steroid plug. It was in its proper position and no anomalies were noted to the plug.

Event description:
During implantation, unsatisfactory impedance measurements were observed during positioning of the lead. The lead was explanted and replaced with difficulty and the steroid plug was noted to be displaced.